Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep met with the patient today and they were told that the patient had an unrelated MRI in (B)(6) of their cervical area (patient had neck/shoulder issues and titanium in c6/c7) and since then they had had no therapeutic effect. The patient stated that they could turn stimulation up to 8v but they had no sensation in comparison to previously being able to feel it. The rep stated that they did a connection check and all contacts were red. The did an impedance check as well and all were greater than 10,000 ohms as well. The rep did not have access to historical impedances. The rep stated that the patient was full body MRI eligible. They stated that the patient noted that the MRI they had was 45 minutes straight which would be off label. The rep assumed the patient¿s loss of therapy was immediate, but they indicated that this was not confirmed 100%. The rep indicated that the patient had not had any falls/traumas that prompted this change. Technical services reviewed to see if any historical impedances were available, advised to review imaging, reviewed testing impedances at 3v, reviewed possible complete system damage and reviewed pulling a data file at their next meeting post-impedance check. The event occurred in (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type lead h3. Analysis found that there were no anomalies with the implantable neurostimulator. All conductors are broken 13.8 centimeters from the distal end of lead with serial number va1ldsq001. All conductors are broken 17.4 centimeters from the distal end of lead with serial number va1lfem032. The braid wire was also broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. The healthcare provider was going to be seeing the patient to set up a revision surgery to replace the whole system. The issue was not resolved at the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.